Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead triggered a lead integrity alert (lia) for sensing integrity counter (sic) and high rate non-sustained episodes. Rv lead oversensing was noted during high rate non-sustained episodes as well. In addition, it was reported that a high superior vena cava (svc) coil impedance alert occurred; however, the implanted rv lead does not have an svc coil. The rv lead and ICD remain in use. No patient complications have been reported as a result of this event. It was further reported through follow-up obtained that the physician believed the patient possibly received multiple inappropriate shocks for atrial fibrillation (af) with rapid ventricular response that the ICD detected as ventricular tachycardia (vt). An ICD replacement procedure is planned; however, the device remains in use until the procedure occurs. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient¿s ICD was explanted and replaced.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.